Manufacturer narrative:
The year is the only known part of the manufacture date. We have defaulted to the first of the year. Occupation is patient/consumer. The product has been requested for return.

Event description:
The initial reporter stated there was an issue with a coaguchek softclix lancing device. The customer indicated that the needle protrudes through the cap and the needle would not retract.

Manufacturer narrative:
The lancet device was received for investigation. The reported failure on protruding lancets could not be confirmed during investigation. The lancing device was in a functional condition. The lancing device was tested with retention lancets. The retention needles were correctly retracted, ejected and produced a puncture hole. The lancing device could be primed and released without any problems and works in accordance with specifications. The lancing device was disassembled for investigation, but no abnormalities could be observed which could verify the customer allegation.